Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. While patient was reporting this pod for hyperglycemia, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Patient reported the cannula did insert into the skin initially and later dislodged.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed, but the pod corrected itself. The pod delivered 2248 pulses, including immediate non-priming boluses. No damages or deficiencies were observed in the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.